Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on (B)(4) 2017, that on (B)(6) 2017, the receiver displayed err call tech support. No additional patient or event information is available. No product or data was returned for evaluation. The complaint confirmation of the error icon could not be determined. A root cause could not be determined.

Manufacturer narrative:
(B)(4).

Event description:
The complaint device was returned for evaluation. The device was visually inspected and no defect was found. The device failed a charge and boot test. The data log was reviewed and screen error alarms and firmware errors were observed. A photographic inspection was performed. The reported event of an error icon display was confirmed during log review. A root cause could not be determined.